Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Investigation was unable to determine which if the leads attributed to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 9045125. Common device name: drg lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 10012997. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: further information(device information) was received indicating this event was a duplicate and reported in related manufacturer reference number:1627487-2024-07022. Further reporting will be done on related manufacturer reference number:1627487-2024-07022. As such, this report (related manufacturer reference number: 1627487-2025-03615)is no longer reportable.